Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported during a procedure the procise coblator wand was unable to activate. There was a back up device available. The procedure was completed using a back-up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided (image/video) was performed and found a different device than the one reported on a plastic tray, a evac 70 xtra hp (eic5874-01, ln 2112249). The device identification information is next to it. There was no clarification if this device failed or if it is related with the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.